Event description:
It was reported that over the past six months, this system exhibited a gradual increase in pacing impedance measurements on the left ventricular channel. A red alert was generated due to an out of range measurement of 2027 ohms. A boston scientific technical services consultant documented and discussed the clinical observations and troubleshooting. It was noted that the left ventricular lead is manufactured by a competitor. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.